Manufacturer narrative:
The device was not explanted. Nevro attempted to obtain event details; however, additional information was not available. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient acquired an infection at the ipg site. The patient was provided with IV antibiotics. Follow-up report indicated that the patient is doing well and there were no reports of further complications.